Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Corrected typographical error to sections d9 & h4. Updating d9 to 06/24/21. Updating h4 to 04/26/12. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (unable to recognize a battery pack) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery bedside board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the damaged charger.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to recognize a battery pack) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery bedside board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.